Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation of the shaft at the collar with the ptfe fully pulled out from the collar. There are numerous shaft kinks. The tip is damaged. There is an abrasion on the shaft 3mm from the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. It was reported that a device was unable to be delivered in the guidezilla. A guidezilla¿ guide extension catheter was selected for use. During procedure, when a different device was delivered to the guidezilla¿, it was noted that the device became stuck. The guidezilla¿ and the device advanced had to be removed as a system. The procedure was not completed as the same device is unavailable. However, device analysis revealed a complete separation of the shaft at the collar.